Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incisional hernia repair surgery on (B)(6) 2014 during which the surgeon noted the mesh failed centrally with a tear noted at the very middle portion of the mesh. The centralized tearing of the mesh led to a recurrent incarcerated hernia. It was reported that the patient experienced severe pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/09/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 7/27/2022. Additional b5 narrative: it was reported that the patient experienced adhesions. It was reported that the patient underwent removal surgery on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incisional hernia repair surgery on (B)(6) 2014 during which the surgeon noted the mesh failed centrally with a tear noted at the very middle portion of the mesh. The centralized tearing of the mesh led to a recurrent incarcerated hernia. It was reported that the patient experienced severe pain. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.